Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd895789 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently passed away. On an unreported date, in the month prior to this report, the pt was hospitalized for peritonitis. The cause of the peritonitis event was unknown. On an unknown date, the pt was treated with unspecified antibiotics. Sixteen days after admission to the hospital, the pt passed away. The cause of death was unknown. It was not reported whether the pt had recovered from the peritonitis event prior to death. Pd therapy was ongoing until the time of death. It was unknown if an autopsy was performed. Additional information was requested but was not available. This is report 2 of 2 involved in this peritonitis event.